Event description:
Complainant alleged that the device switches between monitor and defib mode on its own and the device did not respond to the front panel controls. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.